Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 15 mg/dl at the time of the incident. The customer was at 268 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer mentioned the pump had been dropped in water and was missing the battery cap. The customer reverted to an older pump and was getting too much insulin as the settings on that pump were wrong. Troubleshooting was not completed as the customer declined. The customer was also given antibiotics to treat a urinary tract infection. The insulin pump will not be returned for analysis.